Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d procedure on (B)(6) 2026, a burning and electric smell emitted from the system. The user site reported that the system was moving on its own even while it was turned off. No user or patient injuries were reported. A hologic field service engineer (fse), was dispatched to investigate the device and observed that the tomosynthesis sweep was moving on its when the grid was attracted in. The fse calibrated the vertical travel assembly (vta) motion and tomosynthesis but still received an error code from the grid. An additional fse assisted with installing a replacement grid, performed gain calibration, and verified flat field images no further information is currently available.